Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has been returned for evaluation; however, based on the return sample condition and the noted possible sharp instrument damage to the break surfaces, the investigation will remain inconclusive for the reported broken catheter upon removal. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 1808069 implanted port experienced a break. This event was reported from a single source. The event involved a patient with no reported injury. The patient was reported to be a female, (B)(6) years of age, weighing (B)(6) kgs.